Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family member reported via phone call that the customer was hospitalized due to hyperglycemia, diabetic ketoacidosis and filling sick, on (B)(6) 2019 with 475 mg/dl blood glucose value and treat with intravenous fluid and insulin through intravenous injection at hospital. Customer declined troubleshooting for high blood glucose level. Customer declined to perform a care link upload. Customer also stated that the insulin pump had crack at back. The insulin pump will be and reservoir will not be returned for analysis.